Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was getting intermittent stimulation and could not feel stimulation unless he would tilt his head all the way back. High impedances were noted on the lead. The patient underwent a revision procedure wherein the lead was replaced. Malfunction was suspected as the tail was completely detached from the lead. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was getting intermittent stimulation and could not feel stimulation unless he would tilt his head all the way back. High impedances were noted on the lead. The patient underwent a revision procedure wherein the lead was replaced. Malfunction was suspected as the tail was completely detached from the lead. The patient was reportedly doing well post operatively.